Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced an occlusion issue on (B)(6) 2026, which upon inspection was attributed to the use of off-label insulin, resulting in elevated blood glucose levels that were managed with self-administered insulin via multiple daily injection.